Manufacturer narrative:
The tech found when in brake the casters ratchet around but the brake is ok. The tech replaced the casters to repair the stretcher.

Event description:
Info received indicates the brake is not holding.